Event description:
A malfunction with the pump was reported, displaying a malf 1 code. There was no adverse impact to the customer's blood glucose level, which remained at 17 mmol/l. Technical support provided assistance in resetting the pump, but the issue persisted, leading to the decision to replace the pump. The customer was informed to use multiple daily injections (mdi) as a backup therapy and was instructed on how to return the pump with a pre-paid label.